Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported silicone sleeve of the clave port remained in the depressed position. The primary tubing set was being used to deliver an unspecified solution. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to an unspecified clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of taxol. The customer contact reported that after an unspecified length of time, it was reported that the clave y-site only allowed partial medication delivery from the secondary tubing set and the nurse disconnected the male adapter of the secondary tubing set from the clave y-site of the primary tubing set. At this time, it was reported that the silicone sleeve of the clave y-site remained in the depressed position; subsequently, an unspecified volume of solution leaked. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the primary tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.